Manufacturer narrative:
The carefusion failure analysis engineer installed main pcba on known good unit powered on with received settings and reported problems was duplicated. Powered unit in service mode and exported event error log. Note problem was isolated to bad transducer. Tis issue is being addressed in an internal corrective action.

Event description:
The foreign distributor in (B)(6) reported a transducer fault while on a patient. They also reported the patient was switched to another ventilator without harm. The ventilator had visual and audible alarms.

Manufacturer narrative:
Based on the information provided by the foreign distributor, carefusion identified a faulty main board as the most likely cause in this event. The foreign distributor was shipped a replacement main board kit to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of (B)(6) 2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch report will be submitted. On (B)(6) 2015 carefusion requested additional information via email from the distributor on the reported event. As of (B)(6) 2015 there has been no response from the distributor.